Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer reported that cns device spontaneously rebooted once the previous night. At the time of the report, device was functioning as intended. Service requested: troubleshooting. Service performed: the issue was not observed at the time of troubleshooting. Customer was to monitor the incident and report to nka if there were recurrence. No recurrence has been reported as of 4/30/2020. Investigation summary: as the reported issue could not be duplicated during troubleshooting, the root cause of the issue could not be determined. Device's operator manual requires user to reboot device on a regular basis to ensure optimal performance. Maintenance history for this device is not available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) spontaneously rebooted for no apparent reason.